Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 548 mg/dl and their sensor glucose read around 40 mg/dl. The customer declined to troubleshoot for the discrepancy between the readings. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.